Event description:
This report was received from baxter customer service and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis with culture positive for e.coli coincident with dianeal therapy. During a call with baxter customer services for an unrelated issue, the following was reported. On an unreported date, the patient experienced stomach pain while he was on vacation and called his clinic who instructed the home patient to go to the local hospital in (B)(6). The home patient was admitted to the hospital on (B)(6) 2012. The hp stated that the e.coli traveled through the intestinal wall and into the peritoneal cavity. The hp does not know how he got the e.coli, but stated that he does not believe that the baxter solutions, disposables or device caused the peritonitis. The hp stated he used his own baxter supplies the entire time he was in the hospital. The hp is being treated with ancef intraperitoneally (ip) (dosage, lot number and duration unknown). The hp was discharged from the hospital on (B)(6) 2012 and continues on antibiotics.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. An internal investigation will be performed. Once the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.